Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the right atrial lead dislodged from the appendage and was now in the ventricle. The lead was removed and replaced.